Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. It should be noted that the reported patient effects of mitral regurgitation (worsening) and dyspnea, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated. The reported single leaflet device attachment (slda) in this incident appears to be due to user technique/procedural circumstances of challenging echo imaging. Additionally, it is possible that the patient morphology/pathology (thickened leaflets and dilated annulus) also contributed to the slda; however, upon additional follow-up, the physician did not believe that the patient morphology/pathology contributed to the reported slda. Therefore, it cannot be definitively confirmed whether patient morphology/pathology also influenced the reported slda. The reported poor image resolution issue was associated with the difficult visualization of the echo images. The reported mitral regurgitation (mr) appears to be due to the slda, and the dyspnea, a cascading effect of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, 4 mitraclips were successfully implanted in the patient with grade 4 mixed etiology mitral regurgitation (mr), reducing mr to grade 2. In (B)(6) 2017, the patient was re-admitted to the hospital with shortness of breath. A slda was noted and mr increased to grade 3. The other three implanted clips were noted to be stable and attached to both leaflets. The symptoms are being treated medically. There was no additional information provided.